Event description:
It was reported that the last patient of the day, during their 6 week post-op visit, showed that the rod had disengaged from the pedicle screw. The surgeon indicated the rod appeared to have pulled itself out of the tulip head with the blocker still in it. A revision surgery has not yet been scheduled.

Manufacturer narrative:
Method: device not returned. Results: device not returned. No lot # was provided, a device history review could not be performed. Conclusion: because not device was received back for evaluation, testing and inspection cannot be performed to aid in root cause analysis. With no device available, the root cause is unknown.

Event description:
It was reported that the last patient of the day, during their 6 week post-op visit, showed that the rod had disengaged from the pedicle screw. The surgeon indicated the rod appeared to have pulled itself out of the tulip head with the blocker still in it. A revision surgery has not yet been scheduled.